Event description:
The patient received medical attention for pod site reactions while at a scheduled appointment with their physician. The patient's guardian reported red, blotchy, and scabbing pod sites due to scratching. No diagnosis was received, but treatment included hydrocortisone cream and butter cream with vitamin e. The guardian mentioned multiple pod site reactions due to the patient's sensitive skin, but specific details were unavailable. The pod was worn on the leg.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: sp1a.210812.016.g986usqs3fvi7, smartphone hardware: sm-g986u, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.